Manufacturer narrative:
A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic inguinal hernia repair. According to the reporter the balloon separated from the device. There was no unanticipated tissue loss. There was no unanticipated blood loss of 250cc or more. Surgery time was not delayed by more than 30 minutes.